Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor not connected occurred. Data was evaluated and the allegation was confirmed as a unrecoverable loss of connection greater than 3 hours. The probable cause was determined to be signal loss. The probable cause of signal loss could not be determined. The reported event of a sensor not connected is reportable based on the finding of a unrecoverable loss of connection greater than 3 hours. No injury or medical intervention was reported.